Event description:
It was reported that this pacemaker recorded a signal artifact monitor (sam) episode due to electromagnetic interference (emi) noise on both the atrial and ventricular channels which resulted in minute ventilation (mv) sensor being disabled. Technical services (ts) recommended the patient be brought into clinic to determine source of the emi and to re-enable mv. This device remains in service. No adverse patient effects were reported.